Event description:
It was reported that the bd alaris¿ smartsite¿ combination extension set was blocked/occluded at the lower y-site port. The following information was provided by the initial reporter: "anesthesiologist, told me she had a 20511e set where the lower y-site port would not flow. She had an me2010 syringe tubing attached to the port and it would not flow. She tried taking it off, and trying a stopcock on it and it still would not slow."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the lower y-site port would not flow. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20511e because a lot number was not provided by the customer. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. CAPA#1998036 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ combination extension set was blocked/occluded at the lower y-site port. The following information was provided by the initial reporter: "anesthesiologist, told me she had a 20511e set where the lower y-site port would not flow. She had an me2010 syringe tubing attached to the port and it would not flow. She tried taking it off, and trying a stopcock on it and it still would not slow."